Manufacturer narrative:
All operating currents are within specification. The device passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace keypad assembly. Formatted history file confirmed pump error 53 and pump error 4 due to software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarms. Blood glucose was unknown. Insulin pump had beep anomaly but customer reported the insulin pump beeped during the tone test and vibrated during the vibrate test. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.